Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed a service code that could delay the boot up of the device. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The event code was cleared from the memory of the device and thereafter did not return. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.